Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair with mesh, extraperitoneal vaginal vault suspension, laparoscopy with extensive lysis of adhesions and retroperitoneal dissection, cystoscopy due to symptomatic pelvic organ prolapse, rectocele,vaginal vault prolapse, sui, left lower quadrant pain/suspected ovarian remnants, extensive adhesive disease. It was reported that following insertion the patient experienced urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.